Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section and the imaging core was coiled. Visual inspection also revealed the sheath was kinked.

Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Pre-ivus was performed with no issues but after a stent was placed, angiography showed that the catheter was bent before reaching the stent. When the device was removed, it was noted that the catheter had separated. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Pre-ivus was performed with no issues but after a stent was placed, angiography showed that the catheter was bent before reaching the stent. When the device was removed, it was noted that the catheter had separated. The procedure was completed with another of the same device. There was no patient injury.